Manufacturer narrative:
1. Block b6: follow up revealed the date of the bone biopsy to be 1/9/1998 rather than 1/12/1998 as indicated in the intitial report. 2. Block d3: MFR name and address was corrected from e-z-m, inc. To angiomed. Results: visual and tactile examination of the returned needle by the mfg facility revealed that the needle broke off at the hub, the thread was undamaged and the hub was missing. The swivel nut was attached. Due to the fact that the hub was missing, a thorough examination of the fractured section under the microscope could not be performed. It was assumed, however, that a bonding failure was responsible for the detachment of the cannula form the hub while screwing into the bone. The lot history records have been reviewed and special attention to the mfg and inspection of this product was found to have met all specifications prior to shipment. It was indicated that a modification of the product is currently in process.

Event description:
Follow up with the hosp risk manager revealed that pt had extensive coronary disease. An infection had developed subsequent to the pt having coronary bypass surgery where the sternum did not heal.